Event description:
Severe and permanent neurological injuries [nervous system disorder]. Extensive nerve damage [nerve injury]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Numbness in arms and legs [hypoaesthesia]. Tingling in arms and legs [paraesthesia]. Muscle cramping and knots in legs [muscle spasms]. Balance problems [balance disorder]. Stomach problems [gastric disorder]. Case description: an attorney reported that her (B)(6) female client used fixodent denture adhesive, version unk cream and super poligrip original denture adhesive cream, both beginning in 2007, and reported the following: severe and permanent neurological injuries, extensive nerve damage, severe and permanent physical injuries, zinc toxicity, numbness in arms and legs, tingling in arms and legs, muscle cramping and knots in legs, balance problems, and stomach problems. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product usage.